Manufacturer narrative:
The instrument was not returned for evaluation, as such; it is not possible to evaluate the subject instrument and to determine the root cause of this complaint. The lot number indicates this instrument is 11 years old (manufactured in 1999). This instrument exceeds the warranty period of 5 years. It is likely that continuous and/or excessive use over a prolonged period of time contributed to instrument wear and ultimate breakage. However; without a visual examination, it is not possible to confirm the exact cause of breakage. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Customer reported that at the end of the surgical procedure and while tightening the device, the screw broke and a portion of the screw was retained in the chest cavity. A c-arm was brought in and the portion of the screw was removed. There was no harm to the patient and the patient is said to be doing real well.